Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). Product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient came in for trickle charge. Ins died down during a hospital stay for a broken leg. Trickle charge performed and during regular charge, patient noticed pain and then bruising around ins. Patient was reporting burning sensation when charging. Patient went home and noticed same occurrence when charging again. Patient had also lost over 40 pounds and felt device was sitting oddly causing some pain. Device had gone into discharge. A consult with the healthcare professional (hcp) ws being planned. At the time of this report, the issue had not resolved and patient status was alive- with injury. Patient hadn't charged in awhile because she had been hospitalized, but the reason was not related to the device. This started "last week when they tried to do a trickle charge last friday." Her 37751 was charging the ins but when she placed the 37791 on her skin after about 10 minute it was getting hot and she had to take the 37791 off her skin. Her skin was getting red. The redness did go away. No further complications were reported.

Manufacturer narrative:
The recharger/recharger antenna was returned for analysis and the complaint was unverified; they were unable to duplicate the heating. The recharge antenna cable was replaced due to discoloring. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient's weight at the time of the event was unknown. The event was partially resolved, as they received a new cord and could charge however charging was still painful. The patient believed this was related to their 40 pound weight loss and that their ins was no longer ideally placed in pocket, however they were further consulting with their hcp. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.